Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited a chipped and missing bending section adhesive. It was also found that the adhesive around the objective lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include degradation problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.